Event description:
It was reported that the pumps usb port was damaged, resulting in difficulties charging the pump. Additional information was not provided. The customer declined further follow-up from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.